Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool smart touch sf bi-directional navigation catheter and clot was discovered on the catheter tip at the end of the procedure. The system did not present any error messages nor did the physician/user see any product problem. There were no issues related to temperature and flow on the catheter. Smartablate generator was in power control mode with a temperature cutoff 40°c, average temperature 26°c and minimum temperature 22°c. Wattage delivered varied from 10-30, maximum wattage was 37, with an average of 27 watts. There was a total of 190 ablations with a total ablation time of 1 hour, 22 minutes and 45 seconds. Impedance maximum was 140 ohms, average 90 ohms, minimum 80 ohms, maximum drop 33 ohms and average drop 8 ohms. Patient was given heparin as anticoagulant during the procedure. The procedure was completed with no patient consequence. A clot is MDR reportable because a clot has poor adherence to catheters and poses a potential risk to the patient.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 04/17/2018. The analysis has begun but is not completed at this time. On 4/17/2018, the catheter was returned with a clot on the tip. This finding coincides with the reported event. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and clot was discovered on the catheter tip at the end of the procedure. The device was visually inspected and a clot was observed on the catheter tip. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator, and the temperature and impedance values were observed within specifications. Then, a coolflow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. The root cause of the clot on the tip cannot be determined. (B)(4).